Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. Philips field service engineer (fse) was unable to duplicate reported problem, a visual inspection and inspection of the data were performed and no problem was found. The fse tested the device and the device passed. The device returned to full functionality.

Event description:
The customer reported that the ventilator was unable to shut down automatically. There was no patient or user harm reported. The event date was not specified; estimate used.